Event description:
Pt was revised to address collapse of the tibial component. Poly wear and osteolysis discovered intraoperatively.

Manufacturer narrative:
No products were returned for evaluation. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient info. The initial reporting indicated the products were not suspected of failing to meet specifications, or of contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.